Event description:
The customer reported that the needle separated from the wings and housing of the needle. The needle shaft remained in the access and had to be removed from the access by manipulating the access.